Manufacturer narrative:
Date rec'd by MFR: 29jul2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number and price quote for the fan assembly. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported cooling fan failure. It is unknown if the unit was in clinical use at the time the reported issue was discovered.